Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pre pubic sling was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient attorney, an additional bsc mesh (advantage) was implanted on (B)(6) 2015 due to an unreported reason. Boston scientific has been unable to obtain additional information regarding the event to date.